Event description:
It was reported that the siderail would not latch due to the release latch being out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.